Event description:
Sientra breast implant company lies about their warranty and told me that capsular contracture is not covered. I have extreme pain when bending down from my breast implants - capsular contracture, weight gain went from 109 to 125 due to sientra implants, and high d dimer my doctor suspects of these implants since I have inflammation with zero blood clots. Elevated d dimer of 3.6 due to sientra breast implants- they measured it two months in a row and no blood clot at all or infection- just breast implants. ER also told me I have capsular contracture and to see my surgeon who is always very busy. I was perfectly healthy before this and sientra implants have caused me thousands in medical bills. Ref report: mw5146993.